Event description:
It was reported that after a colectomy procedure, the patient's mother reported that her (B)(6) year old son was submitted to the surgical procedure on (B)(6) 2014. The staples opened and a new surgery was performed. The patient had intestinal and severe urinary infection and was found a ureteral fistula. The patient was submitted to colectomy in (B)(6) of 2014 and in (B)(6) of 2014 was operated again. In (B)(6) of 2015 he still presented urinary infections and the boy stayed with an open wound for more than seventy days. The patient has been monitoring. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information was received: the patient¿s mother reported that her son of (B)(6) years old was submitted to megacolon surgery in (B)(6) 2014. After the procedure her son was transferred to intensive care unit (ICU) and presented septic situation after 48 hours. In ICU, the patient presented feces drainage through the trocar. It was closed with dermabond. He was submitted to a new surgery in (B)(6) and maintained in the ICU until (B)(6). On (B)(6) 2014 he was discharged from hospital with colostomy. However, he excreted staples through the anus. In (B)(6) he was hospitalized again for 20 days. In (B)(6) he returned several times with intestinal and urinary tract infections and was diagnosed with a ureter fistula. The boy made a new surgery for conversion of the colostomy and treatment of the necrotic ureter. The surgeon reported that he received the patient with the case of congenital megacolon and also heightism disease. He decided to do the surgery with two other surgeons. When they located the colon region to be sectioned (via laporoscopy) they used the linear cutter with green load. In the moment of the stapling everything worked well. They also made the "borracheiro test" and no failure was found in the stapling. After 48 hours, the patient presented a septic situation that evolved with several cases of infection until the ureter necrosis. The surgeon diagnosed feces in the patient¿s cavity due to the staple line dehiscence. In his words, suture dehiscence happens and makes part of the surgery risks. Currently, the patient is cured regarding his intestinal problems, however, he continues with the urinary tract treatment.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: originally sent (B)(4) 2015 "errored" 2 of 3.